Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding') and ovarian cyst ('surgery (other) type of surgery: cyst ovary removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping),"), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation, hysterectomy full and oophorectomy (bilateral removal of ovaries)). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, ovarian cyst, dysmenorrhoea, back pain, abdominal pain, hormone level abnormal, vaginal haemorrhage, cystitis, bladder disorder, urinary tract disorder, migraine, vaginal discharge, weight increased, weight decreased, vaginal infection, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping),back,pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding, cyst. Discrepancy noted in essure removed. Current weight: 211lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) (unspecified)yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events hormonal changes, abnormal bleeding(vaginal), infection (bladder/urinary tract/vaginal),, bladder problem, urinary tract disorder, migraines / headaches, vaginal discharge, dyspareunia , ovarian cyst weight gain and weight loss were added. Reporter and patient demography added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping),"), back pain ("back pain"), abdominal pain ("abdominal pain") and cyst ("cyst,"). The patient was treated with surgery (ablation and hysterectomy full). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, back pain, abdominal pain and cyst outcome was unknown. The reporter considered abdominal pain, back pain, cyst, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping),back, pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding, cyst. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced with dysmenorrhea (cramping),back, pelvic/abdominal , menorrhagia (heavy menstrual bleeding, cyst added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding') and ovarian cystectomy ('surgery (other) type of surgery: cyst ovary removal') in an adult female patient who had essure (batch no. 627742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included uterine leiomyoma (large uterine fibroids), adenomyosis and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping),"), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), underwent ovarian cystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation, oophorectomy (bilateral removal of ovaries) and supracervical hysterectomy with bilateral salpingectomy and right ovary removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding, ovarian cystectomy, dysmenorrhoea, back pain, abdominal pain, hormone level abnormal, vaginal haemorrhage, cystitis, bladder disorder, urinary tract disorder, migraine, vaginal discharge, weight increased, weight decreased, vaginal infection, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hormone level abnormal, migraine, ovarian cystectomy, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion ¿ (B)(6) 2008, (B)(6) 2008: she received treatment for dysmennorhea (cramping), back, pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding, cyst. Discrepancy noted in essure removed. Current weight: 211lbs. Trailing coils: left: 4 coils, right: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2021: mr received. Lot number, reporters, rcc and medical history were added. Surgery details updated. Explanted date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding') and ovarian cystectomy ('surgery (other) type of surgery: cyst ovary removal') in an adult female patient who had essure (batch no. 627742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Concurrent conditions included uterine leiomyoma (large uterine fibroids), adenomyosis and endometriosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping),"), back pain ("back pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), underwent ovarian cystectomy (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (ablation, oophorectomy (bilateral removal of ovaries) and supracervical hysterectomy with bilateral salpingectomy and right ovary removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, heavy menstrual bleeding, ovarian cystectomy, dysmenorrhoea, back pain, abdominal pain, hormone level abnormal, vaginal haemorrhage, cystitis, bladder disorder, urinary tract disorder, migraine, vaginal discharge, weight increased, weight decreased, vaginal infection, urinary tract infection and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, hormone level abnormal, migraine, ovarian cystectomy, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion ¿ (B)(6) 2008, (B)(6) 2008 she received treatment for dysmennorhea (cramping),back,pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding, cyst. Discrepancy noted in essure removed. Current weight: 211lbs. Trailing coils: left: 4 coils, right: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was properly placed. Lot number: 627742, manufacture date: 2008-07, and expiration date: 2010-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-nov-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.